Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to usb pin(s) from j2 are damaged. Charge and boot tests were performed and failed due to usb pin(s) from j2 are damaged. An internal visual inspection was performed and passed. The log was not downloaded and reviewed due to usb pin(s) from j2 are damaged. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an error icon was displayed. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.